Manufacturer narrative:
Other than initially concluded the ventilation unit of the device did not perform a reboot but the displaying unit - the cockpit - performed a reboot. It could be confirmed from the log file that the cpu load of the cockpit was temporarily getting high for an unknown reason and the cockpit infinity c500 had performed a restart. The ventilation was not affected by this problem. The cockpit was being tested in the laboratory over a period of 22 days without any deviation observed. If the safety software detects a deviation concerning the cockpit infinity c500, a warm start of the cockpit will be triggered in order to reset the micro processing system to a specified state. The ventilation is not affected by a warm start of the cockpit and will be continued as set. Safety relevant parameters as fio2, minute volume, or airway pressure are displayed in the supplemental yellow/green oled-display wherein the user can track the on-going ventilation. An audible alarm tone is generated to inform the user. The software will be re-installed to the cockpit by dräger repair center as a preventive measure.

Event description:
Please see initial-report.

Manufacturer narrative:
The investigation was started but is not yet concluded. A follow up report will be provided as soon as possible.

Event description:
The customer reported that the device rebooted unexpectedly while in use. No injury reported.